Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2012. According to the complainant, during preparation upon opening the kit package it was noted the snare cable was not attached to the handle. The procedure was completed with a new endovive standard peg kit pull method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2012. According to the complainant, during preparation upon opening the kit package it was noted the snare cable was not attached to the handle. The procedure was completed with a new endovive standard peg kit pull method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the device revealed the snare loop to be extended past the sheath tip and the handle cannula to be pulled out of the handle. An examination of the sheath extrusion found it had been cut diagonally at approximately 36 cm from the distal end. Upon product analysis, the handle cannula was found to be pulled out of the handle assembly. The cap screw was torqued into the active cord insert and all components met specification. It is most likely the cap screw was not completely torqued down onto the cannula thus allowing the cannula to slip out of the handle assembly when an attempt was made to actuate the snare. If the cap screw had been completely torqued the handle cannula would have presented score marks from the screw tip. No score marks were found on the cannula. The returned unit was consistent with the complaint incident that the loop was difficult to extend due to the handle cannula being pulled out of the handle assembly. No residue was found on the device upon receipt and per the event description that the issue occurred outside the patient, it can be surmised that the device was not used to grasp and tug the pull wire during the procedure. The device most likely did not receive any substantial tensile force which would have caused this failure. It remains unknown if the defect occurred due to design, manufacturing/ packaging, customer handling/prep of the device or procedural factors; therefore the most probable root cause is undeterminable. Based upon the investigation results of difficulty extending the snare the event has been changed to non-reportable. A device history record (DHR) review of lots 14917845 was performed and revealed no issues related to the reported complaint. A lot history search was performed and found no other complaints against lot number 14917845.